Event description:
Additional information received indicated the rv lead was capped and replaced to resolve the event.. The patient was in stable condition.

Event description:
It was reported that insulation damage was noted on the right ventricular (rv) lead during a visual examination. No intervention was performed at this time. The patient was stable with no consequences.